Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# . The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM determined that the likely cause of the reported no image due to failure of the video connector was the result of the following: it is assumed that the device has been 8 years or more since delivery, and that the slider switch has been worn off due to repeated use for a long period of time, resulting in a failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During the service inspection, the service group found the output socket slider switch was stuck. Additionally, the main xenon lamp was over 400 hours and there were minor dents and scratches on the housing unit. The light source was repaired back to standard specifications and returned to inventory. A review of the repair history showed the asset light source was last serviced on june 5, 2020 (no problems found). The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of a returned asset, the visera elite xenon light source' scope socket slider switch was stuck. There was no reported problems associated with the device and there was no patient injury or harm reported.